Event description:
Boston scientific crm received info that this transvenous right atrial (ra) lead became dislodged shortly after implant. The local area sales rep could not confirm the exact date that this occurred. The physician extracted the lead and plugged the ra port as the pt had normal sinus rhythm and did not need this pacing. The pt had a history of multiple infections and non-cardiac issues; issues that prompted the physician to not replace the lead. To date, info suggests that this medical device was explanted due to dislodgement and will not be returned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.